Event description:
Pt had endophthalmitis one day post-op. Performed vitrectomy. Culture was taken but results are not known. Va:20/40. Additional info provided by the reporter indicated the facility was looking toward tass as the source of endophthalmitis. The culture of some fluid from the tubing of the system read light growth-gram negative bacilli.